Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a no disposable pump won't run alarm. Troubleshooting was performed but the alarm persisted. The rate was 3ml, with 60.8ml given. The reservoir volume showed 138ml as the patient had inadvertently reset it. No adverse patient effects were reported by the customer.